Manufacturer narrative:
Event date: exact date unknown, event occurred on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 2000022941.

Event description:
It was reported that the patient developed an infection at the ipg pocket site. It was unknown what caused the infection. The patient was given antibiotics and underwent a device explant procedure. The explanted ipg and linear leads were not released by the hospital and will not be returned.